Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited no disposable alarm. The pump had not responded to the keypad to stop the pump after several attempts. The batteries had been removed and replaced following a 10-second pause in an attempt to hard reset the device. The pump had powered on, but the keypad still had not worked. It had been unable to power off. There was patient involvement and no adverse patient health effects reported.

Manufacturer narrative:
No product was returned and therefore analysis was unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The event history log was not provided. The service history review had no indication that the complaint was related to a service of the device within the review period.